Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had 3 falls and fell on the left side of the lower back and their implant was on the right side. During t rouble shooting patient stimulation was on program 3 at 7.3v and patient stated that they do not know how stimulation got turned up to 7.3. Patient had an appointment with their health care profession on (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional stated that the cause of the change in stimulation settings could not be determined. As for intervention, the device was interrogated and patient was placed on program 4 at 3.9 v. No further complications were noted or anticipated.